Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings. The skin irritation could not be reproduced in the lab. The needle complaint could not be confirmed because the sensor was returned without the needle.

Event description:
The customer reported that there was variation between the blood glucose level and the sensor reading. The blood glucose level was 134 mg/dl and the sensor reading was 52 mg/dl. The patient stated during sleep the interstitial fluid drops low. It was explained to the customer that she could put the sensor on at night before bedtime and let the unit stabilize all night and to link to the new sensor in the morning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.